Event description:
It was reported that when using the bd pyxis¿ medstation¿ es printer was not printing labels, and the scannable barcode was not readable due to incorrect settings. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mlm printer was not printing labels, and the scannable barcode was not readable due to incorrect settings. A field service engineer (fse) was unable to correctly configure the zebra model 410 printer using the zebra installation tool, as the tool was intended for use with the newer zebra model 411 printer, and the model 410 printer required manual setup using the windows installer. The fse removed the zebra model 410 printer and installed the zebra model 411 printer, then configured it using the zebra installation tool. The fse successfully printed test pages as a carefusion network administrator, but the label reprinting in the application could not be validated due to the absence of current patients. The system functioned as intended after the field service engineer repaired the device.